Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2022-02-07. H6: investigation summary: customer returned (3) loose 0.5ml insulin syringes. The customer reported that the plunger rod was difficult to move, the needle hub separated, and the thumbpress was missing. The 3 returned syringes were examined, and it was observed that 1 syringe exhibited a detached needle hub/shield assembly, and one syringe exhibited a plunger rod broken nearest the thumbpress. Each of the 3 syringes were tested for plunger rod movement, and all 3 plunger rods were able to move properly within the respective barrel. A review of the device history record was completed for batch# 1144284. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Bd was not able to duplicate or confirm the customer¿s indicated failure (plunger rod difficult to move). Root cause cannot be determined at this time as the issue is unconfirmed.

Event description:
It was reported while using bd insulin syringes with bd ultra-fine¿ needle 8mm x 31g the plunger rod was difficult to move. There was no report of patient impact. The following information was provided by the initial reporter: it was reported that plunger rod difficult to move. Lot #: 1144284. Catalog #: 328509.

Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd insulin syringes with bd ultra-fine¿ needle 8mm x 31g the plunger rod was difficult to move. There was no report of patient impact. The following information was provided by the initial reporter: it was reported that plunger rod difficult to move. Lot #: 1144284. Catalog #: 328509.